Event description:
It was reported the balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty (pta). During first inflation at 6 atmospheres for 5 seconds, the balloon ruptured in a pinhole form at the center. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.